Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced suboptimal oxygenation during support and required an oxygenator exchange, resulting in blood loss. The patient was placed on ECMO support following a severe pulmonary infection and acute respiratory distress syndrome (ards). The ECMO settings were for venovenous support with a blood flow of 3.2 l/min at 6500 rpm and a sweep gas of 5 l/min at 100% oxygen. After approximately three hours of ECMO support, peripheral oxygenation presented 70% with a blood arterial oxygenation of 117 mmhg from post-oxygenator arterial blood gas. No alarms were activated, and all conditions of the pump, console, vascular cannulas and oxygenator were within normal limits. After approximately 11 hours of ECMO support utilizing the same xlung kit 230, it was decided to exchange the oxygenator for a new xlung kit 230. As a result of the oxygenator exchange, the patient lost an estimated 600 ml of blood. Following the oxygenator exchange, the patient¿s peripheral oxygenation maintained 96% with a post-oxygenator arterial blood oxygen of 466 mmhg. The patient continued on ECMO support until they recovered from these events and were taken off support (exact date unknown). There was no indication the patient experienced a serious injury or adverse event as a result of the suboptimal oxygenation and blood loss, and there was no deviation from ECMO support as a result of the suboptimal oxygenation. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Clinical review: blood loss during an oxygenator exchange is typically an unavoidable occurrence. Additionally, the amount of blood lost by the patient who is of average weight (67 kg) would not be considered life-threatening. The fluid replacement via transfusion is a standard practice due to the induced hypervolemia to account for extracorporeal fluid. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius and/or xenios product. Plant investigation: no sample was returned to the manufacturer for evaluation. Since the cause was presumably patient induced, it is highly unlikely to detect a failure in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The plant investigation is still in process and a supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced suboptimal oxygenation during support and required an oxygenator exchange, resulting in blood loss. The patient was placed on ECMO support following a severe pulmonary infection and acute respiratory distress syndrome (ards). The ECMO settings were for venovenous support with a blood flow of 3.2 l/min at 6500 rpm and a sweep gas of 5 l/min at 100% oxygen. After approximately three hours of ECMO support, peripheral oxygenation presented 70% with a blood arterial oxygenation of 117 mmhg from post-oxygenator arterial blood gas. No alarms were activated, and all conditions of the pump, console, vascular cannulas and oxygenator were within normal limits. After approximately 11 hours of ECMO support utilizing the same xlung kit 230, it was decided to exchange the oxygenator for a new xlung kit 230. As a result of the oxygenator exchange, the patient lost an estimated 600 ml of blood. Following the oxygenator exchange, the patient¿s peripheral oxygenation maintained 96% with a post-oxygenator arterial blood oxygen of 466 mmhg. The patient continued on ECMO support until they recovered from these events and were taken off support (exact date unknown). There was no indication the patient experienced a serious injury or adverse event as a result of the suboptimal oxygenation and blood loss, and there was no deviation from ECMO support as a result of the suboptimal oxygenation. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for evaluation. Since the failure is influenced by treatment parameters as well as patient conditions, it is highly unlikely to detect a failure in the retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The batch documentation was reviewed, and no non-conformities were observed during the manufacturing process. According to the performance data in the IFU, the oxygen transfer rate at a blood flow of 3 l/min should be around 200 ml/min. Based on the provided information, only about half of this value (103.6 ml/min) could be achieved. However, as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.